Event description:
The customer reported that there is zipper damage to the canopy, but couldn't provide more info. There was no pt injury reported. Evaluation of the product shows the window side b zipper slider body is open.

Manufacturer narrative:
(B) (4) - zipper damage. Evaluation: evaluation of the returned product shows that the window side b zipper slider body is open. Panel side a at the start and end of the drainage port zipper there is a 1 inch broken stitch. The panel side b snap is missing. (B) (4).